Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: stent dislodgment. Time of device issue: during device preparation. Adverse event: none. It was reported that the rx vision coronary stent system was prepared in the usual matter with a syringe while still in the coil protector. The device was placed on the operating table and after the device was removed from the coil and preparing to load onto the guide wire, it was noticed that the stent was not on the balloon. The location of the stent was reported to have been lost on the preparation table. There was no reported pt involvement. No add'l info was provided.